Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and received unspecified treatment for the peritonitis. Patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.no patient involvement. No additional information is available.